Event description:
Pt was brought to the cardiac cath lab after his ballon pump with balloon ruptured and blood was noted in line. Inflation of the balloon with a saline filled syringe revealed evidence of a pin hole rupture in the proximal base of the balloon.